Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported explant could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) and the event(s) that prompted the explant could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no specific device-related issues or adverse events were reported, section 1 of this IFU lists adverse events that may be associated with the use of the hm ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent device explanation. The reason for the explant is unknown. The outcome was not considered to be device or therapy related.